Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with no visible damage to the keypad. During testing, the contrast and down arrow keypad buttons were intermittently responsive. The keypad cover was removed and contamination was found under the contrast and down arrow keypad button contacts. Unrelated to the initial complaint, the battery compartment was observed to be cracked below the bumper grip. In addition, there was damage to the pump case that was found between the upper right corner of the display lens and the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.